Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable albumin results for two patients on their c501 analyzer. The patient's initial albumin result was 4.8 g/l and the automatic repeat result was 5.0 g/l. A new sample was sent half an hour later and the results was 32 g/l. The original sample was sent to another site and tested with a beckman analyzer. The result was 27 g/l. On (B)(6) 2014, the second patient, weighing 630 g, had an initial albumin result of 6.8 g/l and the automatic repeat result was 6.4 g/l. A new sample was sent twenty minutes later the result was 18 g/l. The original sample was sent to another site and tested with a beckman analyzer. The result was 18 g/l. The customer stated the albumin results were reported outside the laboratory with the suggestion of repeat sample for confirmation. The clinician never believed the results. There were no adverse events. The albumin reagent lot number was 695944. The expiration date was requested, but not provided. A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control data looked fine. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.